Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: sc-2317-70, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4). Product family: sc-1232, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief after an attempt to reprogram. Upon reprogramming, the leads had impedances and were noted to have migrated. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were not released by the medical facility.